Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a corneal infiltrate three days post photo refractive keratometry (prk). A bandage contact lens was placed on the eye. The patient is experiencing common prk symptoms in the right eye such as blurry vision and sensitivity. Antibiotic dosage was increased and bandage contact lens was replaced. The patient continues to be followed. Upon follow up, the patient is asymptomatic. Topical antibiotic drop was prescribed. Original infiltrate resolved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.